Event description:
The lawyer of the patient reported: on (B)(6) 2012 the patient came again to the same structure to undergo the right coxo-femoral joint prosthetic replacement (abg ii mod). A few years after the last surgery was performed, in 2019, the patient began to have pain in her right hip, knee and right shoulder. In particular, as part of the assessments performed on the patient for the monitoring of biological concentrations of exposure to chromium and cobalt in patients undergoing prosthetic joint replacement (as is known, the implanted prosthesis was found to be defective due to of the release of metal ions resulting from the friction between the different components, so much so that the recall procedure was necessary), starting from (B)(6) 2019 a severe increase in serum chromium, urinary chromium, urinary cobalt and plasma creatinine was found, although initially not accompanied by onset of impairments of the neurological and cardiological apparatus. In subsequent checks, however, alongside a substantial worsening of the concentration of metal ions, criticalities of the cardiovascular system (hypertensive heart disease in atrial fibrillation in nao), hyperuricemia, hyperthyroidism and chronic kidney disease of stage iii emerged.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.